Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 18-nov-2015, an fse conducted on-site follow-up with the customer. The fse observed that in addition to the reported errors there were sorter no cup detected on stc lane errors. The fse checked cable connections at sorter board, checked dispense lane for looseness, and tightened bolts that hold sorter to the analyzer. Realigned cup detector on the stc lane, all tip boxes and cup positions and all 4 shelves of the sorter. During verification of operation, a hybrid arm cup z- axis home overrun error. On 19-nov-2015 the fse replaced the incubator table expo16 and aligned the table for the hybrid arm cup transfer and x-axis cup transfer. The fse further adjusted the clog sensitivity. The instrument was then returned to normal operation. The most probable cause of the reported event was due to faulty cup transfer alignment.

Event description:
On (B)(6) 2015, a customer reported error 4193 y-axis transfer and z-axis home overrun with their aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.